Event description:
Please refer to the initial-report.

Manufacturer narrative:
During the on-site investigation no failure was found. Nevertheless as a precaution the calibration and exhaust valve, the filter in the area of the vgc (ventilation and gas controller) and the low pressure valve were replaced. The device was tested afterwards and was handed over to the user ready for use. No further problems were reported since then. An analysis of the device log file was performed to reconstruct the case in question at the best. On the date of the reported event, (B)(6) 2019, the primus was switched on at 6:20am and the consecutive performed device check was passed without any abnormalities. The device was placed in standby until the procedure in question was started at 11:12am. Directly after the start of the case using man/spont mode a too high vacuum pressure was detected in the ventilator piston. Generally a vacuum pressure is required during automatic ventilation to avoid wrinkling of the diaphragm of the piston-cylinder unit. When using manual ventilation the vacuum pump is switched off so than no vacuum is to be measured. The root cause why still a vacuum pressure was detected could not clearly be determined based on the log analysis. As specified for this failure an autonomous shutdown of the device was performed while a corresponding optical and audible ¿ventilator failure¿ alarm is posted. An automatic switchover to man/spont (safety mode) is performed. Manual ventilation as well as monitoring functions are not affected. According to the records of the user log file a pressure buildup was possible during manual ventilation. In the last 3 years no further similar cases were reported. Worldwide 40.786 devices of type primus, primus ie and apollo are installed.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the primus failed while neither automatic nor manual ventilation was possible. No injury reported.